Event description:
It was reported that the dexcom g7 sensor stopped providing readings on the ilet, the cgm menu displayed a prompt to start the sensor, and subsequent attempts to re-pair using the sensor pairing code and toggling between g7 and g6 did not restore communication, resulting in signal loss to the ilet and necessitating sensor replacement with confirmation of a new warmup. Symptoms included no glucose values displayed on the ilet due to loss of cgm data. Outcomes included troubleshooting and user education, provision of dexcom support contact information, and restoration efforts through sensor replacement. Investigation included technical troubleshooting with re-pairing steps and configuration review. Investigation of this case revealed that the prior sensor did not successfully pair with the ilet, which prevented cgm data transmission. It was concluded that the event was attributable to cgm pairing and connectivity failure between the dexcom g7 sensor and the ilet, resolved by replacing the sensor and initiating a new warmup.